Manufacturer narrative:
According to the literature provided the screw loosening cannot be confirmed, but the exposed plate is illustrated in the literature therefore it was possible to be confirmed. Although the exact root cause cannot be determined, these are possible root causes according to the risk management file: wrong/ missing information; too much load on implant/ bone; unproper insertion/ positioning of implant; abnormal mental/ physiological condition of patient; wrong implant placement (e.g. Region with reduced bone quality, too much bone compression during screw insertion); implant was damaged by instrument/screw during bending/shaping/insertion. The complained information was provided to stryker cmf¿s senior specialist clinical affairs and the following was stated in summary, the patient presented here was in a very severe condition and was therefore treated with a less invasive but generally suboptimal surgical technique. He received radiotherapy, which may have increased the risk for plate exposure even further. These factors are known to increase the likelihood of plate exposure and are therefore known risks which are involved with this surgical procedure. In poor quality bone anchoring of screws can lead to screw loosening and subsequent loss of reduction. These risks do not exceed the benefits involved, they are known and indicated in the instructions for use. In the present case the available information was not sufficient enough to determine the root cause for the failure mode with certainty, but during the investigation no indication was found for any systematic, design or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported in the literature, "complications after reconstruction by plate and soft-tissue free flap in composite mandibular defects and secondary salvage reconstruction with osteocutaneous flap" that a (B)(6) year old male had a procedure that used a titanium mandibular reconstruction system manufactured by stryker to bridge mandibular defects. Eighteen months after the initial surgery, exposure of the reconstruction plate, loosening of the screws, and lateral deviation of the mandible during mouth opening were observed during a follow up evaluation. The reconstruction plate was removed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Complaint was identified through literature. We were unable to locate a point of contact who could provide further details and/or a device return.

Event description:
It was reported in the literature, "complications after reconstruction by plate and soft-tissue free flap in composite mandibular defects and secondary salvage reconstruction with osteocutaneous flap" that a (B)(6) year old male had a procedure that used a titanium mandibular reconstruction system manufactured by stryker to bridge mandibular defects. Eighteen months after the initial surgery, exposure of the reconstruction plate, loosening of the screws, and lateral deviation of the mandible during mouth opening were observed during a follow up evaluation. The reconstruction plate was removed.